Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided x-ray images does find sufficient evidence to confirm the reported disassociation event. The position of the femoral head appears in direct contact with the inner surface of the acetabular cup which is indicative of the liner having disassociated. A root cause cannot however be determined using the two provided images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the poly disassociated from the cup. Inserted a new poly with no issues with locking mechanism. Poly was locked and stable. Doi: (B)(6) 2010. Dor: (b0(6) 2021. Right hip.